Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: g3, g6, h2, h6 (investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation).

Event description:
It was learned from customer experiences portal and investigation that a patient with an 23mm unknown edwards valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration time due to stenosis. The patient presented with dyspnea and chest pain. A tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was discharged on the same day the procedure was performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a surgical aortic valve, unknown implant duration, underwent a re-intervention procedure due to stenosis. The procedure was performed with a 23mm 9755rsl valve.